Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with a small spot of healing erosion of the right eye one month following photo refractive keratectomy. The patient reported red, painful and watery eye upon awakening. The patient is using a sodium chloride hypertonicity ointment at night along with gel tear drops with instructions to return for a bandage contact lens if the symptoms continue. Additioal information received; the patient is doing well post operatively and has a routine follow up pending.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).